Manufacturer narrative:
Product complaint # (B)(4). Component code: appropriate term/code not available ((B)(4)) used to capture no findings available. Investigation summary according to the information received that "the femur guide for measurement and rotation was damaged during surgery. " the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that '254400525, attune mes sizing/rot gde has broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The provided evidence was not sufficient to confirm the reported event of incorrect measurement. Functionality issues cannot be evaluated through a photo investigation. The overall complaint was confirmed as the observed condition of the attune mes sizing/rot gde would contribute to the complained device issue. Based on the investigation findings, attune mes sizing/rot gde has broken because of unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be reassessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the femur guide for measurement and rotation was damaged during surgery. There was no patient harm.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a1, and b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: can you clarify what you mean by "damaged"? Was it worn, cracked, broken into pieces, bent, peeled, screw or any interaction with the device? The piece was damaged during surgery, there were no inconveniences during surgery or prolonged surgical procedure as if this piece could be used correctly. The piece is disassembled remaining in several parts. Were there any surgical delay? There was no delay